Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 01029 0001526350 - 2023 - 01030 0001526350 - 2023 - 01031 0001526350 - 2023 - 01032 0001526350 - 2023 - 01033 0001526350 - 2023 - 01034 0001526350 - 2023 - 01036 0001526350 - 2023 - 01037 0001526350 - 2023 - 01038 0001526350 - 2023 - 01039 0001526350 - 2023 - 01040 0001526350 - 2023 - 01041 0001526350 - 2023 - 01042 0001526350 - 2023 - 01043 0001526350 - 2023 - 01044 0001526350 - 2023 - 01045 0001526350 - 2023 - 01046 0001526350 - 2023 - 01047 0001526350 - 2023 - 01048 0001526350 - 2023 - 01049 0001526350 - 2023 - 01050 0001526350 - 2023 - 01051 0001822565 - 2023 - 02016 g2: foreign: japan visual evaluation of the returned product found 26 pouches have a channel that was across the entire width of the intended seal. The seals are not acceptable per work instructions. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the product was found to be nonconforming. There was a crease in the sealing area. There was no patient involvement. Attempts have been made and no further information has been provided.